Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was unknown. Customer stated the battery was not previously used. Customer stated this was the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.